Event description:
It was reported by dealer states that the replacement parts were sent out, and they will still not return to a flush position. The dealer has no further information to provide at this time. Dealer is stating that the replacement pivot slide tube with deluxe footplates on order (B)(4) lines 7/8 are doing the same thing and the original defective pair. The footplates will not lower all the way.